Event description:
It was reported that during an attempted implant, the device induced properly and delivered two high voltage shocks which did not convert the patient. External defibrillation was used and the device went into backup vvi mode. While trying to restore the device lost of telemetry was observed. The decision was made to use another device. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.